Manufacturer narrative:
According to the customer on (B)(6) 2023. A foley catheter was "leaking". Due to this, the catheter was removed and replaced no additional information is available at this time. The sample has been returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter leaking and replaced.